Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed that the implantable cardioverter defibrillator provided inappropriate high voltage therapy for a supraventricular tachycardia. Noise on the discrimination channel caused the morphology discriminator to incorrectly detect the rhythm as ventricular tachycardia. Programming changes were discussed. No further information was provided.

Event description:
New information was received stated that all the programming changes were made as suggested. The patient was stable.